Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Reported event was confirmed by review of photos received which determined that a fiber, which looks like a hair, was present on the foam flap that surrounds the implant in the sterile cavity. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a manufacturing deficiency. A summary of the investigation has been sent to the complainant. Previously reported under the wrong MFR#: 0001822565-2018-03549. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a primary total knee arthroplasty, the femoral component was found to have a hair in the sterile package. The product was implanted as there was not a replacement readily available.